Manufacturer narrative:
Data correction: the product code knh was replaced with hhs.

Event description:
This is a spontaneous case report received from a gynecologist/obstetrician in (B)(6) on (B)(6)-2013 which refers to a female patient of unspecified age who had essure (fallopian tube occlusion insert) inserted and experienced 4 trailing coils remained broken in cavity of uterus. No information was given on the patient's history, past drugs, concurrent conditions or concomitant medication. On (B)(6)-2013 the patient had essure (fallopian tube occlusion insert) inserted; the lot number b44011 was provided. After release of the implant in the right tube, it was observed after delivery catheter withdrawal that only half of trailing coils had been placed. The other half (4 trailing coils) remained broken in the cavity of uterus. The reporter's causality was not provided. (B)(4). Final assessment: the case is reopened to add ae and update assessment statement only. No new additional information for investigation. Since product was returned to us for investigation, we were able to conduct an investigation of the actual device involved in this complaint. No micro-insert was received. The initial rollback was not completed. Able to complete the final rollback without issues. We were unable to identify any quality defect or device malfunction at this time. We also conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. Conclusions: the possibility of pieces of the delivery system or micro-insert breaking off during the procedure is an anticipated event. According to the dfmea, the main consequence is a physician inconvenience because the procedure could need to be aborted or rescheduled. Medical assessment: the reported events are not indicative of a quality defect per se. No further ae case reports have been received to date in relation to batch no. B44011. No batch signal could be identified. The review of the manufacturing- and release documentation of the concerned batch did not give any reason to suspect a quality deficit (see technical statement). The provided complaint sample (device without microinsert) was investigated and during the technical investigation the final rollback was completed without issues. The technical assessment could not confirm any quality defect or device malfunction at this time and concluded "unconfirmed quality defect". In summary, there is no suspicion of a quality defect based on this report. The list of similar cases contains reports with similar events coded in meddra. It includes recent cases received by (B)(4) and older cases received from the previous owner of the essure product (conceptus). These legacy reports have been re-coded according to bayer pharma standards. Bayer is closely monitoring the benefit-risk profile of essure, this includes consideration of the legacy cases in safety analyses. The cumulative review of the re-coded legacy reports has not yielded any new safety signal. Company causality comment: this spontaneous case report refers to a female patient of unspecified age who had essure (fallopian tube occlusion insert) inserted and experienced 4 trailing coils remained broken in cavity of uterus (considered a device breakage and a complication of device insertion). This other reportable incident case is medically confirmed. Both events are considered non-serious. Device breakage was previously regarded as unlisted according to the reference safety information for essure; however upon receipt of the product technical analysis (ptc), which stated that micro-insert breaking off during the procedure is an anticipated event; it was amended to listed. Complication of device insertion is listed. During difficult insertion/removals, single cases have been reported of essure breakage. Based on the provided information, a causal relationship between essure use and the reported events cannot be excluded. A product technical complaint (ptc) analysis was performed and technical assessment could not confirm any quality defect or device malfunction at this time and concluded "unconfirmed quality defect". Medical ptc assessment considered that, based on the available information, there is no suspicion of a quality defect based on this report. No further information is expected. Case closed.